Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient was given a loading dose of vancomycin 2gm ip and began treatment with amikacin 10mg ip once daily, heparin 1000iu ip once daily, reflin 1gm ip once daily and tobramycin 40mg ip once daily. The root cause of the peritonitis was unknown. At the time of reporting, the outcome of the peritonitis was unknown and the patient continued to receive treatment with amikacin, heparin, reflin and tobramycin. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.